Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high and low blood glucose level. The customer¿s blood glucose level were 429 mg/dl, 435 mg/dl, 300 mg/dl, 304 mg/dl, 200 mg/dl, 138 mg/dl, 61 mg/dl and 58 mg/dl. Customer was treated with food for low blood glucose level. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer declined troubleshooting for low blood glucose. Customer stated that the insulin pump had stuck button alarm but it was cleared. The device will not be returned for analysis.